Event description:
I used the amo plus solution for contacts and experienced redness, pain, throbbing, and some discharge of both of my eyes. I also experienced blurry vision and had to go on eye drops and was diagnosed with uveitis by my dr. After investigations of my own my symptoms correlate with those of the use of the contact lens solution that I use. I believe that I was affected by the parasite believed to contaminate my solution. I had that my report may help others prevent this from happening to them. Used in 2006 and in 2007, twice times a day.